Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presents with pain in femur and x-rays show what appears to be a loose femoral sleeve. Patient is taken to or to revise femoral implant with suspicion of infection due to his repeated infection history. Frozen section showed 7 white cells per hpf. Surgeon chose to remove all components and replace the knee in a one stage revision utilizing a dual stage set up. Antibiotic beads were placed in addition to coating the non articulating portion of the component with high does antibiotic cement. Doi: (B)(6) 2020, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device x-rays associated with this report were received for examination and found no evidence of device issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.